Manufacturer narrative:
Other text: g1,2 email is: regulatory.responses@icumed.com. One device was returned for evaluation. Visual inspection revealed a cracked battery compartment, damaged battery door, damaged latch lock, and scratch. No evidence was available to review in the event history logs. Functional testing was performed but the reported issue could not be replicated. The most probable root cause was determined to be a weak internal battery. The main board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a red screen and then powered off. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown